Event description:
During preventive maintenance performed by the azm technician at the customer site, the thermogard console (sn (B)(6) ) displayed tcmid:06 (ce post failure) error message during power-on-self-test. No patient involvement.

Manufacturer narrative:
During preventive maintenance the thermogard console (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message during power-on-self-test. The root cause of the observed issue was a loose connector cable to the danfoss module, possibly caused by transportation and/or vibration or moving the console over time. The thermogard console was manufactured in march 2018 and is 6 years old, beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. The event logs were reviewed and showed the occurrence of multiple tcmid:06 error messages. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message. The connector cable to the danfoss module was re-crimped to remedy the fault. Following the service, the thermogard console passed all functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard console with sn (B)(6).